Event description:
Pt called to report on a mesh implant she had implanted in her bladder on (B)(6) 2010. She stated the implant did not do the job and fell out twice. Pt stated she had a hysterectomy on (B)(6) 2010, which is when the mesh was implanted. Three months later, the pt stated the implant fell out. She said she was hospitalized in (B)(6) 2011 and had the mesh re-done. She decided to have the mesh implant taken out on (B)(6) 2012, since it was not working and fell out twice. She did not experience any pain, but was unhappy with the implant.